Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No number ramping anomaly was noted.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs a. Customer stated the bolus amounts continue to scroll without user input. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 333 mg/dl at time of reporting. Nothing further reported.